Manufacturer narrative:
A haemonetics field service engineer evaluated the equipment used during the donation. Device was tested and no problem was found. All other parameters verified. Function tests completed. Machine meets manufacturer's specifications and is ready to use. Based on this description the device is evaluated with no defect. There are no nonconformances against the device serial number and no capas related to this complaint. A review of the DHR shows no issues during manufacturing and all testing passed. The disposables used with the system were discarded, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor event was related to the device or disposables used during the plasmapheresis procedure.

Event description:
This report is being submitted to align with customer reporting requirements. The use of the haemonetics medical device in the donation procedure is not suspected to have resulted in the adverse outcome of the donor. On june 3, 2024, customer made haemonetics aware that a 55-year-old male donor passed away on (B)(6) 2024 from arteriosclerotic cardiovascular disease (ascvd) at his home. The customer learned of the donor's death from his significant other. The coroner's office determined that no further investigation was necessary, therefore no autopsy was performed. The manner of death was reported as natural. Donor had no known allergies or pre/post immunizations. The donor did not experience a reaction/adverse event during the procedure. There were no errors with the machine or issues with the disposables noted during the (B)(6) 2024 procedure. Date last donation: (B)(6) 2024.